Manufacturer narrative:
Investigation summary based on the information available, the cause that contributed to the reported erosion cannot be established as the product is not available for analysis. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had reoccurring incontinence with his artificial urinary sphincter (aus) device that was placed 2014. That device was explanted and replaced on (B)(6) 2021. The cuff implanted on (B)(6) eroded, so the physician removed and replaced all the components. The physician was coming considering transcorporal but decided to use the corpora folds under the sphincter instead. There were no patient complications.